Event description:
The customer reported that his mp50 was showing a 'speaker malf' inop.

Manufacturer narrative:
(B)(4). The customer reported that his mp50 was showing a 'speaker malf' inop. This complaint is deemed reportable since philips does not have enough data to verify that there was no sound coming from the speaker. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and thc complaint is still under investigation. A final report will be submitted once the investigation is completed.